Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited increased left ventricular (lv) lead pace impedance measurements. As a revision procedure was being performed to abandon and replace the patient's lv lead, the physician chose to explant and replace the patient's device at that time to avoid another procedure. There was no impact to lv therapy due to the increase impedance measurements. No adverse patient effects were reported.